Manufacturer narrative:
(Reportable aware date: 10/21/16).

Event description:
The customer reported that there was a leak at "the luer connection where the plastic seems to be cracked."

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that there was a "dribble" leak during patient use at "the luer connection where the plastic seems to be cracked." There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of set leaking was confirmed. During visual inspection it was noted that the female luer had a vertical hair line crack that measured 0.484 inches long. Visual inspection of the luer (cavity 50) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack on the female luer on the pca extension set. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The probable cause of the customer¿s report of component breakage was identified as a combination of material degradation during the supplier process and manufacturing factors (solvent and over-torque).